Event description:
It was reported that the patient passed out while driving. High impedance, elevated pacing thresholds, noise and sensing difficulty reported. The physician opted to replace the lead. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.